Manufacturer narrative:
This female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: 18894). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert inserted. This case describes the occurrence of abdominal pain ("abdominal pain"). On an unknown date, the subject had fallopian tube occlusion insert inserted. On (B)(6)2017, the subject experienced abdominal pain (seriousness criteria medically significant and intervention required). The subject was treated with surgery (additional surgical procedure (salpingectomy)). Fallopian tube occlusion insert was removed. On (B)(6) 2018, the abdominal pain had resolved. The investigator considered abdominal pain to be related to fallopian tube occlusion insert. The reporter commented: on (B)(6) 2018, essure was removed through salpingectomy (with essure in situ) performed by laparoscopy. Us preoperative was used, unipolar and bipolar energy sources used. Procedure was performed under general anesthesia and both essure devices were completely removed. Investigator stated that pelvic pain did not last 6 months (not considered chronic pelvic pain), so it was not considered an event of special interest. Amendment: the report was amended on (B)(6) 2019 for the following reason: this case will be deleted from bayer pv database. Nullification reason: this case should have been considered as a follow-up of case (B)(6). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: 18894). The subject (patient ID: 140130013) had fallopian tube occlusion insert inserted. This case describes the occurrence of abdominal pain ("abdominal pain"). On an unknown date, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2017, the subject experienced abdominal pain (seriousness criteria medically significant and intervention required). The subject was treated with surgery (additional surgical procedure (salpingectomy)). Fallopian tube occlusion insert was removed. On (B)(6) 2018, the abdominal pain had resolved. The investigator considered abdominal pain to be related to fallopian tube occlusion insert. The reporter commented: on (B)(6) 2018, essure was removed through salpingectomy (with essure in situ) performed by laparoscopy. Us preoperative was used, unipolar and bipolar energy sources used. Procedure was performed under general anesthesia and both essure devices were completely removed. Amendment: the report was amended on (B)(6) 2018 for the following reason: ccc updated. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: 18894). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert inserted. This case describes the occurrence of abdominal pain ("abdominal pain"). On an unknown date, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2017, the subject experienced abdominal pain (seriousness criteria medically significant and intervention required). The subject was treated with surgery (additional surgical procedure). Fallopian tube occlusion insert was removed. On (B)(6) 2018, the abdominal pain had resolved. The investigator considered abdominal pain to be related to fallopian tube occlusion insert. The reporter commented: on (B)(6) 2018, essure was removed through salpingectomy (with essure in situ) performed by laparoscopy. Us preoperative was used, unipolar and bipolar energy sources used. Procedure was performed under general anesthesia and both essure devices were completely removed. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.